Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation confirmed the customer reported failure mode with the following clarification that wire was a pitch cable. The instrument's pitch cable at the distal clevis hub was frayed. The frayed strands were sticking out at the wrist. The other cables at the wrist were not damaged. The instrument passed electrical continuity testing. No other damage was found.

Event description:
It was reported that after completion of a da vinci surgical procedure, it was noted that a wire on the fenestrated bipolar forceps instrument was sticking out. No patient harm, adverse outcome or injury was reported.